Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
A device was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, corrosion of the connector was observed within the device. There was no evidence of foam particles within the device. The device was scrapped.

Manufacturer narrative:
Updated: section h - remedial action initiated field updated to "not applicable". Recall number updated to "not applicable".

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation bipap avaps30 unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the corrosion in device. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.